Event description:
It was reported that occlusion alarm occurred while customer was using pump, leading to blood glucose (bg) reading displayed as high. Customer received normal assistance by a 3rd party to inject an insulin injection to resolved bg. The infusion set and cartridge were changed to resumed insulin delivery with pump.